Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with food. Troubleshooting was not performed. The insulin pump will not be returned for analysis.